Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl at the time of incident. Customer's mother stated that the pump was in the customer's bra in a prom dress. Customer's mother was advised that the insulin pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan. Customer's mother stated that the customer did not have a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. The insulin pump had moisture on keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.